Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to jiggle the catheter but was unsuccessful. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached, with evidence of full deployment, and with the control wire kinked. Dimensional analysis was also performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of the clip unable to release from the catheter was defined in the risk documentation and is documented accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported event of the clip being unable to released from the catheter was not confirmed. It was found that the investigation did not detect any defects related to the reported problem, as the clip assembly was returned fully deployed. However, during product analysis, it was found that the control wire was kinked; it is possible that the problems found in the device occurred due to procedural factors such as excess of force or the manner in which the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defects found. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to jiggle the catheter but was unsuccessful. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.